Event description:
It was reported that pump displayed malfunction alarm with code malf 1, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer in resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred, which customer acknowledged and understood.